Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced five infusion set was accidentally pulled out during use due to tubing catching on something or pump falling 0ver the last 2-3 months no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR .